Event description:
The device was later electively explanted and returned to allow for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that the patient implanted with this device system reported falling face first to the ground. The patient also reported that the clinic interrogated the device and re-programmed the pacing rate to 70 beats per minute (bpm). The patient additionally reported symptoms of being tired. No further information was available.